Event description:
November 21, 1992 at 2000 hours, intra-aortic balloon catheter alarm sounded. Tubing checked and blood was noted in catheter and a small amount in tubing. Iabp shut off, cardiac surgeon immediately available and removed balloon. Patient hemodynamically stable and a new balloon insertion was not indicated. Patient was postoperative CABG x2 and aneurysmectomy on 11/20/92. There was no patient injurydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: telemetry failure, none or unknown, inherent risk of procedure, balloon. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. The device was destroyed/disposed of.